Manufacturer narrative:
The viper universal polyaxial driver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture occurred at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static torsional shear failure. Hardness testing revealed that the driver was within material specifications. A review of the DHR found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause cannot be positively identified based on the information or sample provided however fracture analysis found evidence of a torsional overload. It was reported that the hole was under-tapped, which could have contributed to the tip failure. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per (B)(6) expresscare: our inspector (B)(6) was auditing a kit and found this note in case. It said "screwdriver tip is broken". It doesn't say where or when that happened. It was from expcare kit - et5ica # 57 from sales rep (B)(6) - sold to acct # (B)(4). Kit was shipped on 11/13/2015 on this expresscare order - lk # (B)(4) and returned to us on 12/1/2015. On 12/4/2015 sales rep submitted complaint form: dr. (B)(6) was putting in traditional iliac screws. He used a gear shift to cannulate the screw path, tapped, and put in a 9.0 x 80mm screw. He under tapped using a 8.0mm tap and decided to go right to the screw instead of using a 9.0mm tap. He started to put the screw in under power using a stryker system 5 power driver. The driver did not have enough power to drive the screw all the way in, so he switched to a ratcheting handle. The screw had a few more threads left to drive in, but when dr. (B)(6) started to advance the screw, the tip of the driver snapped off. The tip of the driver remained in the t20 feature of the screw. Dr. (B)(6) decided the screw was far enough down and did not replace it.